Manufacturer narrative:
The returned device was evaluated by service. Initial review indicates that a misalignment in the handrim/spider assembly, where the assembly was not fully engaged to the device, could have contributed to the reported event. As this appears to be the cause of the reported malfunction at this time, an MDR is being filed in accordance with 30 day reporting requirements.

Event description:
User reported on his second day using the device, the left wheel "clicked and disengaged" when he propelled for a short distance. User states this caused the unit to spin in a circle. User reports he collided with a wall and sustained an injury to his shoulder and foot. The following day, user reports the same event occurred; this time, he struck a nurse in the calf and also collided with the nurse's station. There was no report of injury requiring medical attention to either the user or the nurse. While no serious injury was reported as a result of these events, if this event were to recur, there is a potential to cause serious injury to the user. This report corresponds to independence technology complaint.